Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardiac monitor could not be interrogated, the device could not be found by the merlin programmer. The patient is doing well no consequences. No additional information was available.